Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was unable to read the patient¿s device and an inductive transmitter was sent to the patient. Later when the patient came to the clinic for the device check, it was determined that the device had possible rf chip issue. The cybersecurity software was updated, and the event was resolved. The patient was stable.